Event description:
Lawsuit with multiple plaintiffs using same attorney. Alleged "migration of plug, erosion of plug into the structures of the gastrointestinal tract, shrinkage and hardening of plug, chronic neuralgia, chronic pain and impotence." One of eight lawsuits received to date.